Manufacturer narrative:
One device was returned for repair with complaint that device exhibited error code 41622 and beeping. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual/functional testing was performed. Performed motor test and error code 41622 immediately occurred with a red screen. The cause is cam sensor is defective and has debris. Replaced cam sensor to resolve reported issue. Also replaced downstream occlusion (dso) sensor assembly and power switch assembly. Device passed all functional tests after repair.

Manufacturer narrative:
E1: phone extension (B)(6). A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code 41622, beeping, stating loss of power, replace batteries. There was unknown patient involvement.